Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). The field service representative (fsr) inspected the alinity I processing module, performed multiple troubleshooting procedures, including part replacement. However, no definitive part was identified as the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional ticket related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to the issue. A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.

Event description:
The customer observed a false reactive alinity I havab igg for two patients. The following results were provided: sid (B)(6), havab igg, initial result= positive; repeat result= negative. Sid (B)(6), havab igg, initial result= positive; repeat result= negative. There was no impact on patient management reported.

Event description:
The customer observed a false reactive alinity I havab igg for two patients. The following results were provided: sid (B)(6), havab igg, initial result= positive; repeat result= negative. Sid (B)(6), havab igg, initial result= positive; repeat result= negative. There was no impact on patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.